Event description:
A nurse reported a crack in the silicone tubing of a transfer set. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection noted damaged tubing. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The sample confirmed the reported problem. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the investigation or if any additional relevant information is received.